Manufacturer narrative:
H3, h6: the devices were not returned for evaluation. However, the photographs and x-ray were reviewed and confirmed that the stem fractured into two separate pieces across the upper section of the sleeve. The sleeve is also fractured on one side. The clinical/medical investigation concluded that, based on the limited information provided, a clinical root cause for the fractured stem and subsequent revision cannot be confirmed. The patient impact beyond the reported revision could not be determined. A review of the instructions for use documents for total hip systems revealed in the adverse events in primary and revision surgery section that failure to observe the warnings and precautions, trauma, strenuous activity, implant alignment, patient non-compliance, involuntary muscular disorders, improper or duration of service increase the risk of loosening, bending, cracking, or fracture of implant components, which may lead to revision surgery. The device specific identifiers were not provided for the stem. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and product prints could not be performed. For the sleeve, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the material specification, the quality and manufacture of standard grade titanium alloy shall be controlled. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
B5, d1/d2a/d2b, d4.

Event description:
It was reported that, after a thr had been performed on (B)(6) 2009, a revision surgery was performed on (B)(6) 2024 due to a fractured emperion modular hip stem. A revision surgery was performed , in which the stem and an emp13 slv med cone1 spout were exchanged. A redapt 16 ho 240 mono stem was inserted. Patient's current health status is unknown.

Event description:
It was reported that, after a thr had been performed on (B)(6) 2009, the emp13 slv med cone1 spout fractured. A revision surgery was performed on (B)(6) 2024, in which a redapt 16 ho 240 mono stem was inserted. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).